Manufacturer narrative:
Additional information was received that the patients symptoms were redness, sore, tender and drainage at the ipg site. The physician confirmed that the infection was not device related and it is not known what caused it. The patient was placed on antibiotics.

Event description:
A report was received that the patient had an infection at the ipg incision site. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-8336-50 serial #: (B)(4) description: coveredge 32, 50 cm 4x8 surgical lead the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection at the ipg incision site. The patient underwent an explant procedure. No device malfunction was suspected.